Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A review of the batch file was found to be acceptable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A sample was received and the complaint confirmed. Based on the information obtained during baxter's investigation, this incident was determined to be related to the clampex activation technique. This has been reviewed with the clinical coordinators for this product and the training material updated. The baxter product development team are currently investigating a redesign to this clampex connector. Evaluations are on-going.

Event description:
This is a case, which was reported to baxter (B)(4) on (B)(4) 2010, which refers to an incident involving accusol 35 5000ml. The reporter stated that upon opening the outer wrapper, the inner bag leaked everywhere as there appeared to be a tear in the seam at the top of the bag (just to the right of the pink reinforced hanging area). This happened on 2 bags in total. This is report 1 of 2. This was all the information that was available. A sample was available. No patient injury was reported by the customer. This was not discovered during patient use.